Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 105 mg/dl to 398 mg/dl; 101mg/dl to 398mg/dl; 105mg/dl to 254mg/dl; 102mg/dl to 398mg/dl; 102mg/dl to 254mg/dl; 101mg/dl to 254mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.